Manufacturer narrative:
Additional information has been requested. No investigation could be performed, no conclusion could be drawn as no device was returned.

Event description:
A patient specific implant was removed due to patient infection.